Event description:
The customer reported that the device restarted due to a hardware failure. There was no report of pt impact.

Manufacturer narrative:
V. A f/u report will be submitted upon completion of the investigation.